Manufacturer narrative:
H.6. Investigation: one sample of the a2-80071-df was received on december 17th, 2020, it was tested and the leak in filter was confirmed and since it was related to a supplier component the investigation was requested to a supplier from the supplier quality engineer hector figueroa. Customer return sample was evaluated and the leak was confirmed from weld area. The part did go through the welding operation as weld line was visible around the part while the area of leak was not welded at the time of testing. Part being 3 year old, there's no way to adequately identify what could have caused the filter to un-weld. DHR review of lot #141009 was conducted and no changes/rejections were identified which could have caused a weaker weld. Actual root cause from the manufacturing process could not be identified from reviewing the part, DHR or maintenance log. H3 other text : see h.10.

Event description:
It was reported that the admin set 20 dp, w/ filter y site leaked from the filter during use. The following information was provided by the initial reporter: "stated that an administration set model a2-80071-df lot 18036934 set was leaking at the filter. Operator rn. Medication unknown. Patient involved. Patient was not harmed. (B)(6) 2020".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the admin set 20 dp, w/ filter y site leaked from the filter during use. The following information was provided by the initial reporter: "stated that an administration set model a2-80071-df, lot 18036934 set was leaking at the filter. Operator rn. Medication unknown. Patient involved. Patient was not harmed. (B)(6) 2020".